Event description:
It was reported that the patient was in the hospital when she went into ventricular fibrillation (vf). The device and the lead system failed to rescue the patient. The patient was in vf for three minutes before being externally rescued. Upon device interrogation, an alert for low out of range hv lead impedance and possible hv lead issue were observed. The patient was intubated. It was reported that the patient was not doing well and the physician elected to program hv therapy off. It was later reported that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.